Event description:
It was reported by a user facility that a saline bag back filled during recirculation. The machine was in idle mode during recirculation. The uf was not on. Ther was no pt involvement. He was unable to duplicate the issue. There were no parts changed.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.